Event description:
Vero nitric unit was in use on an adult patient for approximately 90 minutes. After ~90 minutes the device prompted the transport team to change the administration cartridge because the nitric gas level was "30%" (the pt. Was on high minute ventilations...it was not unexpected that the device utilized a large volume of drug in a high consumption state). However, with further review, the vero drug resources state that a dose of 20ppm at 60 liters flow "should last 3 hours". 15:55-the nitric cartridge was exchanged in the vero nitric machine utilizing the device prompts/instructions. 15:57-set dose of nitric was 20ppm>delivered dose of nitric 2 ppm. 16:00-pt. Had an acute fall in hemodynamics>progressed to a pea [pulseless electrical activity] arrest, 2 minutes of CPR/resuscitation, 16:02-nitirc continues to be set at 20ppm>measured delivered dose 7ppm with a slow increase in dose to 20ppm over 10 minutes. 02 saturations continued to read ~92% throughout this event. Pt. Had significant baseline cardiomyopathy. Pt's right sided flows may have been compromised by the sudden drop in the nitric oxide dose leading to hemodynamic compromise. Manufacturer response for nitric oxide unit, genosyl ds (per site reporter). Through review of log files, it is determined that a user setup anomaly was likely the cause of the low no observation. The setup issue inhibited delivery while attempting to deliver at 20 ppm, with apparent evidence of a dosing line leak. As the user switched to a new cassette on the same console, there was additional evidence of another setup error occurrence. The setup error was shown to be corrected, which allowed dosing to meet the setpoint following initialization of the new cassette. The issue is confirmed to be related to the setup of the gas lines rather than an issue with the console, cassette or the alarm conditions indicating that the cassette was nearing depletion. The review of log files and the confirmation of set up error related to gas lines reveal that through the low no event, both the console and cassettes appropriately identified the condition and operated as designed. There was no indication at any given point that the cassette had an early depletion as the remaining fuel was confirmed to be above 80%.